Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 and h6 device codes.

Event description:
It was reported that this left ventricular (lv) lead was case of an attempted implant as this lv lead was feeding whisper through the pin and went through the lead after the terminal boot. This lv lead was replaced with the same model. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 and h6 device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was case of an attempted implant as this lv lead was feeding whisper through the pin and went through the lead after the terminal boot. This lv lead was replaced with the same model. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was case of an attempted implant as this lv lead was feeding whisper through the pin and went through the lead after the terminal boot. This lv lead was replaced with the same model. No adverse patient effects were reported.